Event description:
It was reported that a spectrum pump had a downstream occlusion issue during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range downstream (ds) tubing guide. The ds tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.